Manufacturer narrative:
Liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.

Event description:
Facility reports that a sabina lift was parked in a hallway and one of the people at the nursing home was walking by and tripped over the lift. This individual got the hook on the loop of the lift arm stuck under their chin, coming out along side the tongue. The hook went between the gullet and carotid artery, just missing the carotid artery by a few millimeters. The individual underwent a major operation and appears to be doing ok.